Event description:
It was reported that a physician was having communication problems with a programming system. He attempted to reset a vns patient's generator to 0ma for a surgery the patient was having, but was unable to interrogate the device. A replacement programming system was sent to the physician. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.